Manufacturer narrative:
(B)(4). The customer returned a single introducer needle for evaluation. Visual examination of the needle revealed one large crack along the body of the luer hub. Several scuff marks were observed on the luer hub body indicating the needle had been used. No damage was observed on the needle cannula. Microscopic examination confirmed the crack in the needle hub. The needle hub was tested for leaks by attaching a lab syringe filled with water to the needle hub and then depressing the plunger to expel the water. Water exited the needle bevel but was also squirting from the crack in the needle hub. A device history record (DHR) review was performed on the introducer needle and no relevant manufacturing issues were identified. The customer report of a crack in the needle hub was confirmed by visual examination of the returned needle a single large crack was observed on the needle hub body. A DHR review was performed and did not reveal any manufacturing related issues. A CAPA was opened to address this issue. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer reports that the connection of the cannula has a crack. A new set was used without issue.

Manufacturer narrative:
(B)(4). The device product is not intended for sale in the us. Similar product sold in the us.

Event description:
The customer reports that the connection of the cannula has a crack. A new set was used without issue.